Manufacturer narrative:
Addendum: additional information received from the affiliate contact person confirmed that there was no flow reduction caused. The previous response was given inadvertently by mistake. Based on this new information, the code for restricted flowrate has been deleted from this file and additional information surrounding the event and procedure has been updated accordingly. The complaint concerned (B)(6) old female patient having coil embolization of a 4x3 mm intracranial aneurysm. The surgeon found that the second coil (micrusphere 10 platinum 3 mm x 5.4 cm, lot m10409) was stretched during placement. The coil system was removed along with the microcatheter as a unit after the event. The entire coil was still attached to the delivery system when removed from the patient. There was no occurrence of unintended detachment prior/post stretching. There was no resistance/friction during advancement/withdrawal of the coil system through microcatheter. There was no other damage noted to the coil system such as breakage, separation, or kink after/during removal from the patient. Additional information reported that there was no additional intervention required after stretching or during withdrawal. There is no information regarding the microcatheter used with the coil. With follow-up investigation a positive response was also indicated to the question as to whether there was reduction of flow; however, with further follow-up it was reported that there was no flow reduction and that the previous response was given inadvertently by mistake. It was confirmed that there was no reported adverse effect to the patient. The coil was replaced with another one to successfully complete the procedure. The returned 5.4 centimeter long coil was found to have been stretched 17.0 centimeters. Located 26.4cm off the distal tip of the green introducer, the delivery wire protrudes outside the sheath until entering the resheathing tool. No external mechanical damage was found at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism section has compression and stretching damage. There are two possible contributing factors to the stretching of the coil and the protrusion of the delivery wire through the sheath. The primary contributing factor most likely produced the majority if not all the stretching damage to the coil. This damage most likely occurred during the repositioning of the coil inside the aneurysm. The coil most likely became temporarily anchored on the coil already implanted inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the coil was retracted during repositioning the anchored coil was then stretched. The circumstances of why the unidentified microcatheter was withdrawn with the coil are unknown. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor may have caused the delivery wire to protrude outside the sheath and some lesser coil damage such as compression. Some of proximal stretching of the coil could be related to this secondary factor. The secondary contributing factor most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the delivery wire to protrude outside the sheath and some coil damage to occur. This binding action may have produced resistance to the coil during advancement inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the results of the complaint investigation, the device labeling appears to adequately describe the appropriate techniques for preventing the type of stretching damage that was shown to have occurred. The complaint is confirmed; however no corrective action is warranted at this time.

Manufacturer narrative:
Addendum: additional information received from the affiliate indicated that there was no difficulty retrieving the assembly (coil and mc) out of the patient. No additional intervention required after stretching or during withdrawal. The brand of the mc is unknown to date. No kinks or other damages noted to the mc. Although in the initial report it was reported that there was no patient injury occurred; follow-up response indicates that there was flow reduction/restriction as a result. No additional information has been provided regarding flow reduction despite multiple attempts if occurred or not. Additional information will be submitted within 30 days of receipt.

Event description:
This is a (B)(6) female patient was having embolization of intracranial aneurysm size was 4*3mm. The surgeon found that the 2nd coil was stretched during placement. The coil system was removed along with the mc as a unit after the event. The entire coil was still attached to the delivery system when removed from the patient. There was no unintended detachment occur prior/post stretching. No adverse event on the patient. The coil was replaced with another one to complete the procedure. There was no resistance/friction during advancement/withdrawal of the coil system through mc. There were no other damages noted to the coil system such as break, separation, kink, or any other after/during removal from the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device analysis is anticipated to be done thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint concerned a (B)(6) year old female patient having coil embolization of a 4x3 mm intracranial aneurysm. The surgeon found that the second coil (micrusphere 10 platinum 3 mm x 5.4 cm, lot m10409) was stretched during placement. The coil system was removed along with the microcatheter as a unit after the event. The entire coil was still attached to the delivery system when removed from the patient. There was no occurrence of unintended detachment prior/post stretching. There was no resistance/friction during advancement/withdrawal of the coil system through microcatheter. There was no other damage noted to the coil system such as breakage, separation, or kink after/during removal from the patient. There was no reported adverse effect to the patient. The coil was replaced with another one to successfully complete the procedure. The returned 5.4 centimeter long coil was found to have been stretched 17.0 centimeters. Located 26.4cm off the distal tip of the green introducer, the delivery wire protrudes outside the sheath until entering the resheathing tool. No external mechanical damage was found at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism section has compression and stretching damage. There are two possible contributing factors to the stretching of the coil and the protrusion of the delivery wire through the sheath. The primary contributing factor most likely produced the majority if not all the stretching damage to the coil. This damage most likely occurred during the repositioning of the coil inside the aneurysm. The coil most likely became temporarily anchored on the coil already implanted inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the coil was retracted during repositioning the anchored coil was then stretched. The circumstances of why the unidentified microcatheter was withdrawn with the coil are unknown. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor may have caused the delivery wire to protrude outside the sheath and some lesser coil damage such as compression. Some of proximal stretching of the coil could be related to this secondary factor. The secondary contributing factor most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the delivery wire to protrude outside the sheath and some coil damage to occur. This binding action may have produced resistance to the coil during advancement inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the results of the complaint investigation, the device labeling appears to adequately describe the appropriate techniques for preventing the type of stretching damage that was shown to have occurred. The complaint is confirmed, however no corrective action is warranted at this time.